Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system would not calibrate properly. The user reported it took 5 minutes to calibrate the system. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.